Event description:
PICC rn was inserting midline catheter while pt was an inpatient. Catheter had blood return but did not flush. Rn then removed IV catheter. Only part of the catheter came out of the arm. Physician contacted stat. Surgeon consulted. Csm checks to extremity adequate. CT performed, showed 3.2 cm fractured portion of PICC approx 1.4 cm deep in the subcutaneous tissue. Pt went to operating room (B)(6) 2015 for removal of foreign body. Dates used: (B)(6) 2015. Diagnosis or reason for use: midline catheter.